Event description:
In 2019 I had 2 total knee replacements and in 2020 and 2021 I had 2 knee revisions. All 4 surgeries used the zimmer biomet persona knee systems. The left knee had to have a revision because of flexion instability and the right knee had to have a revision because the zimmer persona trabecular tibial plate loosened. I also had to have a right knee debridement in (B)(6) 2020 and an open synovectomy knee with polyethylene exchange on (B)(6) 2022. I am still having problems with both knees. I tried reaching out to zimmer but wasn't successful. I also tried to join the zimmer lawsuit but was not successful at that either. Reference reports: mw5147713, mw5147715, mw5147716.

Event description:
Additional information received from reporter on 11/9/2023 for report mw5147714. In (B)(6) 2023 I am meeting with an orthopedic surgeon at the (B)(6) due to continuing and ongoing chronic problems with the zimmer biomet persona knee systems installed now. I have the lot #'s, the edi #'s, the ref #'s of all the parts used for both the replacements and the revisions.